Event description:
Wire from kit broke off in patient. They were unable to retrieve the part of the wire that broke off. The doctor decided to leave it in the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. Al ot history review (lhr) of rexk0994 showed no other similar product complains from this lot number.